Event description:
Reportedly this valve was explanted after two years implant duration due to regurgitaion. The leaflets were reportedly stiff and not moving as seen on tee and replaced with another valve.